Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at device follow-up, the programmer displayed marker channels which were not lining up correctly. It was noted that the patient had tripped the elective replacement indicator (eri). Troubleshooting steps were taken to resolve the issue including, re-checking the patient with an alternative programmer which was successful. It was noted that it was a display issue on the programmer and that there were no issues with the patient or the implanted device. The programmer remains in use. No patient complications have been reported as a result of this event.